Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes; and provide additional manufacturer. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. At the onset of the procedure, the catheter was inserted into the patient. While the physician was manipulating the catheter to visualize the patients' anatomy, it was noted that the catheter generated a poor quality image. The user replaced the catheter and the reported issue was resolved. The afib was completed without rebooting the ultrasound system. The delay was only a few minutes long enough to replace the catheter. There was no loss of data and there was no patient adverse event reported. No additional information was provided.